Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 15jun2025 at 05:37, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The backup battery supported the system as intended during this time. The loss of external power did not affect the controller¿s ability to support the pump as intended. Provided information indicated that a v-lock was in use at the time of event, and that the ac power cord did not come loose at the wall or from the unit, and that there was a loss of power to the patient¿s house at the time of the event, which was determined to be the root cause of the reported event. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 22jul2025 that stated that the mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. According to the patient, they temporarily lost power due to a power outage which would have affected ac power at the time of the event.

Event description:
It was reported that the patient had a few recent spikes on both power and flow between (B)(6) 2025 and (B)(6) 2025 as seen upon device interrogation at clinic. The patient also had a no external power/low voltage/replace backup battery alarm on (B)(6) 2025. The site had concerns about a possible pump thrombus that may have caused the increased flow and power. Log files were sent for review. The log file contained clusters of pulsatility index (pi) events as well as routine power source changes. The low battery hazard events on (B)(6) 2025 appeared to be a result of a loss of external power which briefly enabled the backup battery (ebb). The alarms resolved once external power was restored. The ebb fault appeared to have been a false positive event as it self-resolved. No unusual alarms or trends in power/flow were seen in the log. The pump appeared to have operated as intended. The presence of thrombus was unable to be confirmed based on the log file provided. Per the site. There were no changes to patient condition or anticoagulation status that may have contributed and there were no recent changes to pump parameters. A chest computed tomography (CT) on (B)(6) 2025 showed a patent outflow graft with unchanged heterogeneous soft tissue and fluid that surrounded the outflow tract with peripheral rim calcification, similar to prior studies. An upcoming right heart catheterization (rhc) was awaited. No symptoms of thrombus were observed, and no treatment was performed. It was unknown if thrombus was present. Upon reviewing the log files, it was noted that the loss of external power was due to the mobile power unit (mpu), and the system controller functioned as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.